Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used in the gastrointestinal tract during an endoscopic mucosal resection (emr) procedure performed on (B)(6) 2022. During the procedure, the clip was able to grasp and lock onto tissue; however, the clip could not be released from the catheter. The procedure was completed with another resolution 360 clip device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(6). Medical device code (B)(4) captures the reportable event of clip could not be released from catheter.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used in the gastrointestinal tract during an endoscopic mucosal resection (emr) procedure performed on september 26, 2022. During the procedure, the clip was able to grasp and lock onto tissue; however, the clip could not be released from the catheter. The procedure was completed with another resolution 360 clip device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block e1: initial reporter facility name: (B)(6). Block h2: additional information: block b3 (date of event) and block b5 (describe event or problem) have been updated based on the additional information received on october 25, 2022. Block h6: medical device code a15 captures the reportable event of clip could not be released from catheter. Additional information received on october 25, 2022, confirmed that this event was reported to boston scientific in error and is a duplicate of another event. Report number 3005099803-2022-06088 is a duplicate of report number 3005099803-2022-06089. Therefore, this event no longer represents an MDR-reportable scenario, and all information for this event can be found under report number 3005099803-2022-06089.